Event description:
The customer reported to olympus the distal cover fell into the patient during a procedure. The physician was able to retrieve it. The distal cover was not damaged upon retrieval. A request for additional information is in progress. This event includes 2 reports: (B)(6) : maj-2315. (B)(6) : tjf-q190v, 2124607. This report is 1 of 2 for (B)(6) : maj-2315.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238 - 2022 - 00440.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer tried to reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will not come off when it has no damage and it is correctly attached to the scope. The customer confirmed no anti-fog agents or lubricants were used. It is unknown whether the cover attached to the scope was inspected for any abnormalities before use. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: the cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As described in the instructions for use, this event was preventable: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the (B)(4) plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -no anti-fog agent is used -no lubricant is used -it is unknown whether the cover attached to the scope was inspected for any abnormalities before use. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information received from the customer. The customer reported it is unknown when the device failed during the procedure. The customer informed the olympus representative the endoscope and distal cover were inspected prior to use and no damage was identified. The distal cover was inspected after being attached to the endoscope and there was not any damage noted. The customer informed the olympus representative the appropriate steps were taken to ensure the connection between the endoscope and distal cover were secure. The procedure was therapeutic ercp and the intended procedure was completed with the same device. The customer reported no when asked if any anti-fog agents or chemicals were used during the procedure or if there was a procedural delay. The customer reported two additional patient events which are reported as follows: (B)(6) is for event 2 of 3. (B)(6) is for event 3 of 3. This report is (B)(6) for event 1 of 3.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.